Event description:
Related MFR# 2916596-2024-00268 and MFR# 3003306248-2024-00012. It was reported that heartmate 3 (hm3) may be associated with death. The research article ¿single center experience with durable continuous flow single ventricle assist device: a viable option in fontan circulatory failure¿ detailed a single-center retrospective study evaluating 9 patients with fontan circulation implanted with a single ventricular assist device (svad) between mar2017 and jun2022. A total of 7 patients were implanted with hm3, and two were implanted with hvad. A total of 2 patients passed away prior to discharge from multi-system organ failure. One of the two patients had previous treatment with bleomycin that had affected lung function, and the other patient showed signs of hepatocardiorenal syndrome prior to implant, and their liver and renal dysfunction progressed despite adequate cardiac output following device implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) and the reported multisystem organ failure and patient deaths could not be conclusively determined through this investigation. The heartmate 3 device serial numbers and other specific case/patient information are not available and were not requested. No product was evaluated under this complaint. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 lvas instructions for use (IFU) lists multiple organ failures as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.